Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 32 x 3.00mm promus premier drug-eluting stent was used but failed to advance the lesion due to a large resistance. The device was withdrawn and noted the tip of the strut was lifted. The procedure was completed with another of the same device. The stent was post dilated and the image showed the stent was well expanded. No patient complications were reported and the patient status was stable. It was further reported that the target lesion had moderate stenosis and was mildly calcified, moderately tortuous and there was no angulation.

Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal and mid stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Device was loaded on to a test guidewire without issue. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 32 x 3.00mm promus premier drug-eluting stent was used but failed to advance the lesion due to large resistance. The device was withdrawn and noted the tip of the strut was lifted. The procedure was completed with another of the same device. The physician used a post dilated the stent and the image showed the stent was well expanded. No patient complications were reported and patient status was stable. It was further reported that the lesion contained moderately stenosed target lesion, mildly calcified, moderately tortuous and no angulation.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 32 x 3.00mm promus premier drug-eluting stent was used but failed to advance the lesion due to large resistance. The device was withdrawn and noted the tip of the strut was lifted. The procedure was completed with another of the same device. The physician used a post dilated the stent and the image showed the stent was well expanded. No patient complications were reported and patient status was stable.